Event description:
Leica biosystems received a complaint regarding sub-optimal processing of approximately 29 specimens from a two (2) hour xylene protocol. The complainant described the affected tissue samples as under-processed; and indicated that tissue samples involved has been re-processed. A leica field service specialist (fss) attended the laboratory on (B)(4) 2014. The fss measured the ethanol concentration in bottles 3-10 inclusive using a hydrometer. The variance between the directly measured concentration and that calculated by the instrument software, which is based on data entered by the user, exceeded the acceptable limit for bottles 8. The measured ethanol concentration by the instrument software was 100%. On (B)(6) 2014, leica biosystems received info that all tissue samples exhibiting sub-optimal tissue processing were diagnosable.

Manufacturer narrative:
The root cause of the sub-optimal tissue processing was a use error, which occurred prior to commencement of the "ameripath 2 hour" protocol starting in retort a at 19:23pm on (B)(6) 2014. Specifically, manual replacement of the reagent in bottle 8 (ethanol) was not completed in accordance with the MFR instructions detailed in the leica peloris/peloris ii user manual. Bottle 8 was removed from the instrument for 29 seconds at 10:07am on (B)(6) 2014, which is insufficient time to complete manual reagent replacement, and the properties of the reagent station were reset. Resetting a reagent station sets the concentration to the default value of 100% configured in the reagent types definitions. The ethanol concentration measured in bottle 8 following completion of the "ameripath 2 hour" protocol started in retort a at 19:23pm on (B)(6) 2014 from which sub-optimal tissue processing was reported, was 85% compared to 100% calculated by the instrument software. This finding suggests that the reagent may not have been replaced. The minimum final reagent concentration required for ethanol is 98%. The consequences of using ethanol at a concentration less than the minimum required for the final dehydration step in protocol is re-introduction of water into the tissue which cannot be displaced in subsequent processing steps; and contamination of the reagents used in the subsequent processing steps, ultimately resulting in the sub-optimal tissue processing reported.